Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited high pacing thresholds measurements. This lead was repositioned and remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to b5: describe event or problem and h6: impact codes.

Event description:
It was reported that this right ventricular (rv) lead dislodged and exhibited high pacing thresholds measurements. The dislodgement was confirmed with x-ray imaging and due to measurements changing with patient movements.this lead was repositioned and remains implanted. No additional adverse patient effects were reported.